Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that there was an irregular cut. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the control bar's position was incorrect, the motor was corroded and did not function, and the machined head was damaged. The control bar was repositioned, and the motor and machined head were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional/corrected information.

Event description:
It was reported that there was an irregular cut during kit inspection. No adverse events were reported as a result of this malfunction.